Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that artifacts appeared on the detector during exposure. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the skyplate had been dropped during the night, resulting in line artifacts appearing on the image. The customer had only one affected image, which showed a line across it and was saved in the service partition. The fse successfully performed gain and pixel calibrations, after which several test images were taken without any line artifacts. However, the switch unit was found to be damaged, and the skyplate powered off couple of times during testing. The switch unit was replaced due to the identified fault. Following the replacement, detector diagnostics were completed successfully. Detector calibration was performed, and both the electronic noise test and dose field flatness test passed. No artefacts were observed, and the system was returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that artifacts appeared on the detector during exposure. The device was in clinical use and there was no patient or user harm.